Manufacturer narrative:
Product event: the device was returned and analysis of the device found high internal battery resistance. This device was included in that field action, but returned product testing found the device did perform as described in the field action. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) reached elective replacement indicator (eri) with rapid battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.